Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver repeatedly restarted and displayed system check passed notice. There was no report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding a firmware error. A global receiver functional test was performed on the receiver and it passed. The complaint of the receiver repeatedly restarting was confirmed. The root cause could not be determined post investigation. Based on the finding of a firmware error this is being reported.